Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found that would result in the needle deploying late. Although no issues were noted with the needle mechanism, it cannot be determined when the device deployed.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the pod was applied and upon activation, the needle did not deploy. The pod was removed and once it was placed on the table, the needle deployed; indicating a needle mechanism failure. The patient's blood glucose level was 180 mg/dl and the pod was worn for less than an hour.